Event description:
Further follow up revealed that patient did not return to the physician for evaluation after two weeks. The surgeon had to explant the pulse generator and lead due to infection roughly two months after the initial report. The surgeon felt the patient¿s manipulation of the device under the skin, as with his prior device, was a causative factor in the infection. The physician reported that the vns system was functioning properly at the time of explant. No replacement devices were implanted.

Event description:
It was reported that the recently implanted vns patient¿s chest was red and ¿bubbled up¿. The generator incision site was enlarged and a portion of the lead was exposed. The patient underwent surgery to clean the generator site, excise the infected areas, and reposition the lead. Two weeks later, the patient¿s chest appeared ¿bubbled up¿ again and the lead was ¿curled up¿. It was determined that the cause of these issues were due to patient manipulation of the generator. The patient has a history of twiddler¿s syndrome. Attempts for additional relevant information will be made.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.